Event description:
It was reported the camera head had no image. The issue was found during preparation of a rezum procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus and the investigation is ongoing. A supplemental report will submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported the camera head had no image. The issue was found during preparation for use before a rezum procedure and was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide final investigation results. The device was returned for evaluation and the customer's allegation was confirmed due to a bad cable. A device history record (DHR) review was completed, and no issues were identified. The DHR confirmed that the subject device was shipped in accordance with specifications. Based on the results of the investigation, the most probable cause of the complaint is component failure, which is expected or random component failure without any design or manufacturing issue. However, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the performance of this device.